Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon opening the packaging of the mapping catheter, the catheter unrolled spontaneously in an unusual and unpredictable way, and touched the outer packaging. The device could not be used as it was not sterile. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.